Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high pacing impedances and thresholds.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was being changed out for normal battery depletion, and they thought that they would also be doing an right atrial (ra) lead revision due to high pacing impedances and thresholds. The device was explanted and replaced, and during the procedure the lead was tested several times within normal limits using the pacing system analyzer and the new device. The physician elected to leave the lead implanted and in use. The device was returned for analysis. No adverse patient effects were reported.